Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a damaged internal cable. However, the specific cause of the damaged internal cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the reported issue regarding cracked front panel was confirmed, the touch panel harness and connectors were broken, the top cover screws were missing, and spacer was cracked, the screw and front panel had poor appearance, and the touch panel failed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center had a cracked front panel. Upon inspection of the customer¿s returned device it was observed, the touch panel was not functioning due to disconnected cables. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.